Event description:
It was reported that a patient experienced a breach in aseptic technique during automated peritoneal dialysis (apd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as failure to aseptically clean pd site and contamination of equipment during therapy. This event happened during the hospitalization for an unrelated indication. Treatment for the event was unknown. The patient was discharged four days after onset of the peritonitis and has recovered from the event. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.